Event description:
Information received indicates when the head function switch is pressed, the hi/low function moves.

Manufacturer narrative:
The technician replaced the left caregiver side rail control board to repair the bed.